Event description:
Paramedics responded to a vehicle collision trauma pt in cardiac arrest. The pt was connected to the device and diagnosed in ventricular fibrillation. Four shocks were administered but the pt was not resuscitated. The reporter stated the pt did not "jerk" when the discharge buttons were pressed.